Event description:
It was reported that "problem with jaw of applier." Additional information received on (B)(6) 2025, indicated that the issue observed was "jaw dent", a new device was used to complete the procedure, and no patient harm or injury. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in december of 2023 from lot number 06c2359461. The investigation determined that the manufacturing processes adhered to approved specifications, utilizing the correct materials and components. A detailed visual and functional inspection of the device was performed, and it was found that the teeth of the jaws are not aligned and bent. The bent teeth cause the device to function improperly and prevents the device from operating as intended. While the exact cause of the bent teeth could not be conclusively determined, one possibility is that excessive force may have been applied during use at the end user's facility. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. Notably, all 50 instruments from this lot underwent 100% visual inspection and functional testing prior to shipment, in accordance with standard operating procedures for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "problem with jaw of applier." Additional information received on (B)(6) 2025, indicated that the issue observed was "jaw dent", a new device was used to complete the procedure, and no patient harm or injury. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in december of 2023 from lot number 06c2359461. It was found that this order was made from the correct materials and components, and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. Tecomet is closing this complaint since the device has not been returned within the established timeframe. Complaints may be reopened for further investigation should the device be returned at a later date. All instruments are visually inspected, and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "problem with jaw of applier." Additional information received on jun 04, 2025, indicated that the issue observed was "jaw dent", a new device was used to complete the procedure, and no patient harm or injury. The patient's status is reported as "fine".